Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed during a percutaneous transhepatic biliary drainage procedure. Per the customer, in less than one minute after the device made patient contact, air leakage was confirmed at the connection between the catheter and the mac-loc hub. The device was replaced with an identical device (same lot) and, again, air leakage was confirmed. As a result, another device was used to complete the procedure. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification of the returned devices were conducted during the investigation. Two locked 8.5fr mac-loc catheters were returned for evaluation in used condition. Biological matter was present on the devices with no additional surface damage noted. The metal cannulas were returned fully inserted into both catheters and were able to be easily removed. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap of both catheters. Tug and twist tests revealed that the proximal assemblies were secure, however, the tubing of the first catheter was able to freely rotate within the cap. This indicates that the flare was not fully compressed, although it is possible that the tubing could have become dislodged during use. Upon removal of the connector caps, the suture string was found not wound in the threads of the first catheter, and slightly wound in the threads of the second catheter. The flare of the first catheter appeared slightly lopsided, while the second flare appeared slightly lopsided with a lip. Due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flares were manufactured to specification. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Upon visual inspection however, it was found that the number of threads visible on the caps of both catheters exceeded what was detailed in manufacturing specifications, indicating a potentially nonconforming product. Additionally, a document based investigation evaluation was performed. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot 9020589 found one nonconformance for a folded flare, in which the one affected device was scrapped. Three relevant nonconformances were found in mac-loc subassembly lot sa8905182 for inserts that were incorrectly placed, and a total of twenty-seven affected devices were scrapped. One relevant nonconformance was found in similar device lots 9024110 and 9018422 for too many threads showing, as all affected devices were scrapped. It should be noted that there were no other complaints reported for this or similar device lots. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. The catheters were manufactured with too many threads showing between the mac-loc hub and the connector cap which could potentially contribute to the failure mode, but this has not been confirmed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.